Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery. The surgeon drilled with a threaded drill guide and inserted the screw in question, but the screw went through the screw hole on a plate without being locked. The surgeon replaced the screw with another screw with the same size and inserted it to the screw hole on the plate. That screw was locked successfully at the screw hole on the plate and inserted properly. The screw in question was discarded at the hospital. The surgery was completed successfully within 30 minutes delay. No further information is available. This complaint involves one (1) device. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l18 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: (B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.